Event description:
During a site visit to the facility to evaluate communication errors and channel disconnect events, observed an alaris system alarm for communication error, air-in-line and displayed channel disconnect when the pt was being transferred from the gurney onto the bed. The system consisted of one pump module on the left and one (permanently attached) on the right side of the pc unit. The module on the right side was alarming communication error, air-in-line and the pcu displayed channel disconnect. The user was unable to silence the alarm or restart the infusion. The user was instructed to power off the module on the left side of the pc unit and to replace the entire system as soon as possible. No pt harm reported and no medical intervention required.

Manufacturer narrative:
(B)(4). No product return expected. The serial numbers of the devices involved in the incident were not obtained because of pt care limitations. The customer declined an in-house investigation by carefusion customer advocacy. During the site visit, it was found that the male and female iui connectors on many devices contained damaged ribs, corrosion, contamination, film and debris that are known to effect device-to-device communication. It was discovered that the male and female iui connectors were not being cleaned and replaced according to manufacturer's recommendations. Because of the site visit findings, the customer inspected and replaced as needed the male and female iui connectors on their alaris devices to address reported communication errors and channel disconnect events.